Event description:
Hcp reported patient presented with signs of an infection of the device pocket. These include redness, swelling, and pain. Cultures of the device pocket were obtained. Slow growing coagulate was the organism cultured. Also, negative staphylococcus. The patient does not have meningitis. The patient was treated with oral antibiotics. Hcp reported patient's infection is resolved. A follow up report will be sent when additional information is received.